Event description:
Note: this report pertains to the first of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii access & delivery catheters were used in the common bile duct during a biliary lithotripsy procedure performed on (B)(6) 2021. During the procedure, no image appeared on the screen when the spyscope ds ii was connected into the controller. A second spyscope ds ii was used; however, the image was lost 20 minutes into the procedure. A few minutes later, the image improved when electrohydraulic lithotripsy (ehl) was stopped and the problem recurred after resuming ehl. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were no elevator marks on the shaft of the catheter. The length of the catheter and umbilicus cable was visually inspected; no additional damage nor defects were noted. An image test for the alleged visualization problem was performed by connecting the device to a controller: no image was displayed. Manipulating the handle did not result in a live image. Articulating the tip using the knobs on the handle did not result in a live image. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl) or thru-silicon vias (tsvs). X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires except for a suspicious solder application on the power voltage drain drain (vdd) pad. The handle was opened, and the components were visually inspected. Manipulation of the camera wire and glue feature by applying pressure to the wire on the camera pads did not result in the establishment of a live image. To verify the effectiveness of the solder application during manufacturing, the device was re-soldered. However, this did not establish visualization. To verify the functionality of the pcba, the camera assembly was soldered onto a new pcba but still no visualization occurred. Since x-ray imaging was constricted to the distal end, the camera wire was removed from the catheter. It was observed that the middle of the wire had damage: the coating was stripped, and the bare wire had corroded. The reported event was confirmed. The condition of the wires suggests a lack of controls regarding camera wire handling during the manufacturing process (likely during camera/plastic optical fiber (pof) potting, stuffing, and/or pof bonding), resulting in nicked insulation of the camera wires. Process controls were implemented on the manufacturing line to minimize the occurrence of this failure. This included additional visual inspections and new tooling that had less blunt edges that could nick the insulation of the camera wire. The process changes are being monitored for effectiveness and will be escalated should an excursion be observed. It is likely that the damage to the camera wire shorted out the camera during the procedure, causing the reported visualization issue and introduced the corrosion observed during analysis. An investigation is in place to address this problem. Based on all gathered information, the probable cause selected for the visualization issue due to camera wire damage is manufacturing deficiency, which indicates that problems were traced to the manufacturing process. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to the first of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii access & delivery catheters were used in the common bile duct during a biliary lithotripsy procedure performed on (B)(6) 2021. During the procedure, no image appeared on the screen when the spyscope ds ii was connected into the controller. A second spyscope ds ii was used; however, the image was lost 20 minutes into the procedure. A few minutes later, the image improved when electrohydraulic lithotripsy (ehl) was stopped and the problem recurred after resuming ehl. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.